Event description:
The customer reported that an electrical shock was felt when the interconnect cable was plugged into the system, and that the system failed to boot up.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power voltages were checked and the lemo connector was inspected for broken ac lines and shortages. A voltage mismatch was measured in the operating room. This system is not set up for 127vac. The customer was advised to use outlet r-50, which is properly set up for appropriate system voltage. A follow up investigation was performed by clinical representative of ge healthcare/surgery. Upon questioning the facility, it was ultimately determined that no serious injury occurred.